Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date was incorrect on the customer's pump. The customer's blood glucose level was over 500 mg/dl and was treated via a bolus using the pump. Reportedly, the customer indicated they may have accidentally changed the date on the pump causing it to become inaccurate. The customer was able to successfully correct the date setting on the pump. Reportedly, the customer reverted to manual injections for alternate insulin therapy.